Event description:
Philips received a complaint on the efficia cm10 indicating that when preparing to use the device, there was no startup sound upon turning on the device. On the screen, an alarm message "speaker failure" was displayed. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
It was determined that the speaker malfunctioned. After the equipment department replaced the speaker, the equipment returned to normal operation. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The speaker was replaced to resolve the issue. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).